Event description:
It was reported that during a remote follow up, inadequate capture and noise resulting in oversensing were noted on the right ventricle (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated a revision procedure was performed and the right ventricle (rv) lead was capped and replaced. No anomaly of the rv lead was observed either visually or via diagnostic imaging. The patient was in stable condition.